Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.208 ohm. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value 0.013 ohm. Reference to complaint #(B)(6).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.208 ohm. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value 0.013 ohm. No patient involvement was reported.